Event description:
A customer contacted beckman coulter inc. (Bci) in regards to receiving accutni results above the acute myocardial infarction (ami) cut-off and within the risk stratification range on two samples from one patient that was generated by the unicel dxc 600i synchron access2 clinical system. The results were reported out of the laboratory and the patient was admitted to the ICU and had cardiac workup. The sample was repeated on the same unit and results were the normal reference ranges were obtained. The patient was redrawn and the sample tested on the same unit and a normal reference range result was obtained.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The sample was lithium heparin plasma. Post centrifugation the plasma is filtered and aliquoted prior to loading on the close tube accession (cta). Qc was within the customer's established ranges pre and post the event. On (B)(6) 2011, the customer performed system check and it met specifications. A bci field service engineer (fse) noted that the aspirate probe # 2 was routed over the stepper motor and may have stretched the tubing, which would result in poor aspiration. Fse performed the followings: cleaned a leak under the wash tower and in the wash wheel. Replaced the peri pump tubing, substrate probe, dispense probes and aspirate probes proactively. No issues were noted with the peri pump tubing. Removed and cleaned the wash and precision pumps replaced a vacuum pump verified all testing met specifications although hardware issues were addressed, a clear root cause could not be determined for this event.